Event description:
The customer reported via phone call that they had physical damage to their insulin pump. Customer stated, there was a crack and a piece missing from the battery compartment. It was also found the customer received a button error alarm. Customer stated the alarm occurred while the customer was attempting to give insulin. The customer was unable to receive their bolus due to the alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a stripped battery cap coin slot, broken battery tube threads and minor scratches on the display window.